Event description:
It was reported with the use of the bd¿ syringe/needle combination there was an issue with syringes are cracked and leaking.

Manufacturer narrative:
Investigation summary: three 3ml syringes with needles were received, two of which arrived in an opened blister pack from batch #8206917 (p/n 305663) and one was loose. All samples were visually inspected. The syringes showed signs of manipulation based on visible residue in the fluid path. One syringe was observed to have a 1.5¿ lengthwise crack outside of the grad lines centered in the middle of the barrel. One syringe was observed to have a deformation at the bottom of the barrel with a small crack extending to the base of the tip. One syringe was observed to have a deep scratch 0.75¿ long sideways across the grad lines centered on the 1ml mark. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is likely associated with the jam during the assembly process. Cracked barrels: immediate corrections took place during the manufacture of the batch. The likely cause of the cracked barrels appears to have been an isolated issue that affected a small number of barrels. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe/needle combination there was an issue with syringes are cracked and leaking.